Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(6).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with carto® 3 system. There was a map shift. It was reported that there was a map shift on the carto system but there were no alerts or errors indicating a shift had occurred. They noticed the shift when remapping. The his cloud on the new map was 11mm off from the original his cloud. The coronary sinus (cs) snapshot from the beginning of the case displayed much lower than the position of the cs during the remap. The whole map shifted "up" by 1cm. No cardioversion was performed and to the company representative's' knowledge the patient didn¿t move. No patient consequences were reported. Map shift is MDR-reportable.

Manufacturer narrative:
On 14-jul-2022, bwi received additional information regarding the event. The bwi company representative that observed the surgery stated that the map shift may have been caused by the patient coughing. As a result, the map shift is no longer MDR-reportable. No further reports will be sent regarding this event. Manufacturer's reference number: (B)(4).